Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed between the 9 cm and 10 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that in connection with cytotherapy 250804, leakage is discovered that occurs at the end of the treatment. Admitted 250602. This PICC line had a securacath that was set at 4 cm. Already 250616 it starts to become slow to flush and it is cultured due to pus when inserted. Then the coming period continues with slow flushing and position dependence, actilys is also given. 250728 the securacath is removed and replaced with a statlock and the catheter is backed up a few cm and a control x-ray is performed, the PICC line is working fine again and is not position sensitive. However, it continues to back out spontaneously over time. 250804 it has backed up a total of 4 cm (so now 8 cm from the 0 mark). It is still working fine and treatment is given but in the last minutes a leak occurs and the PICC line has to be removed. Hole at 9 cm level discovered (i.e. 1 cm in from current position).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.